Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a bipolar pin bent. The root cause is typically attributed to mishandling / misuse such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend. Additional observation not reported and not related to the customer reported complaint: the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. The instrument was found to have signs of melting/thermal damage to the insulation of the conductor wire. The root cause of this failure is attributed to mishandling / misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 420205-16 lot# n11200803-471) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 3rd use of the instrument. This complaint is reportable based on the following conclusion: failure analysis found the fenestrated bipolar forceps instrument to have conductor wire with thermal insulation damaged without a full breakage at the distal end and with a passed electrical continuity test. The damaged insulation has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument cable did not connect with the tweezer as the pin was broken. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.